Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex tracheobronchial stent was used during a bronch/stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was being placed to treat a malignant lesion in the right intermediate bronchus. Reportedly, the patient¿s anatomy had not been dilated prior to the procedure. During the procedure, the physician began to deploy the stent; however, under fluoroscopy it was noted that the delivery catheter bowed at a 90 degree angle when the stent was partially deployed. The physician withdrew the partially deployed stent from the patient and upon testing the device outside the patient noted that the catheter was still bowing. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be without harm.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. Investigation results: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.